Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. There was no harm caused to the patient, a repeat procedure was performed with no medical intervention required. New capsule was calibrated and placed, patient received a prolonged anesthesia to allow the calibration of a new capsule on the same day. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate the placement of the capsule and the device will be returned for investigation.